Event description:
On (B)(6) 2012, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. A few days prior to implant, the patient presented to the hospital with acute abdominal pain, but nothing was observed by the physician. Post implant imaging showed the aneurysm was excluded from blood flow and the superior mesenteric artery was patent. Post procedure, the patient developed ischemic bowel. On (B)(6) 2013, the patient expired. The physician noted that the patient had poor quality of the mesenteric arteries, and this may have led to the ischemic bowel. No autopsy was conducted.